Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console was evaluated following the reported event of the centrimag motor stopping; however, it was determined that the console was unrelated to the cause of the reported event. Per the evaluation of the returned centrimag motor, it was revealed that the root cause of the reported event was related to the returned centrimag motor. The reported event could not be correlated to an issue with the centrimag console. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the site started to purge the pump, the engine stopped, and they realized that the cable was broken. The site changed the motor and had no problem. It was stated that there was a large cut found in the cable, and the connector cap was damaged. There was an m2 motor alarm, not recognized when connector to test console. It was stated that no other products were exchanged, and there were no patient related issues associated with the equipment exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.